Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular lead(rv) exhibited high pacing impedance, failure to capture and failure to sense due to lead fracture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.